Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 7 years, 5 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the alarms were observed while the patient was at home. The patient was admitted for general malaise and altered mental status (ams). The physician indicated that it was thought the family was trying to get the lvad system from wall power to battery power when pump stoppage occurred. The patient was placed on an ungrounded cable as precaution and x-rays were ordered for evaluation. The results of x-rays were not reported. Interrogation of the lvad system, revealed pump stoppages. A log file was reviewed by the manufacturer's technical service representative and a pump stoppage associated with a low supplied voltage was identified. Post pump stoppage, the pump did continue to maintain its set speed within the specified parameters. No additional information was provided.

Event description:
Additional information: it was reported that the patient was discharged on (B)(6) 2018. The patient cable was replaced and the old one discarded.

Manufacturer narrative:
Although the reported alarms were confirmed through evaluation of the system controller log file, a specific cause could not be conclusively determined through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.